Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lvp mech assembly, rt/lt iui, ail sensor assembly, door assembly, rear case. Software as found 9.17. Left version 9.17. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/24/2005 to present date 01/20/2021, and note that this device has been returned for service three times, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damage to the lvp mech assembly. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2018-0161 for iui's. CAPA #ca-2014-0284 for ail. CAPA #ca-2014-0605 for fluid ingress.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.